Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing of the ventricular tachycardia (vt). Device data was sent to rhythmcare for review. Rhythmcare then provided programming options including adjusting the automatic gain control (agc). This device remains in service. No adverse patient effects were reported.